Event description:
Patient presents in clinic with what appears to be a loose patellar component and is scheduled to revise. Xrays appear to show significant bone loss of patella. Operatively, patellar component with cement still attached is loose and patellar bone has resorbed. Essentially only a cortical shell is remaining. Surgeon notes this is a the first time in his 30 year career he has encountered this finding. A competitive implant is sewn into the existing bone, which is minimal at best, along with native soft tissue. Surgeon routinely utilizes depuy 2 cement for his primary knee replacements, but is hospital owned so no lot information is available. This is stored at the facility and hand mixed in an open bowl. That is the only information that is available. Cemented femoral and tibial components are found to be well fixed, and the same batches of cement were utilized to cement all 3 components. No patient harm nor delay is noted. There was a patella loosening at bone/cement interface. Cement manufacturer is depuy. Doi: (B)(6) 2024, dor: (B)(6) 2025, affected side: right knee.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.